Event description:
It was reported that the ventricular lead had under-sensing and diminished r-waves. The high voltage portion of the lead was capped as the system was electively replaced from a implantable cardiac defibrillator to a pacemaker. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.